Event description:
Following successful placement of the excluder bifurcated endoprosthesis, as the sheath was being withdrawn, a drop in the pt's blood pressure was noted. An aortic occlusion balloon was used in the aortic proximal neck to stabilize the pt's pressure. The physician then placed a wallgraft in the distal right common iliac, however it did not repair the rupture. Physician then surgically opened the pt to repair the rupture. Pt is reportedly doing well.